Event description:
It was reported that the user was disconnected from the ilet for several hours, did not receive high glucose alerts while away from the device, and experienced hyperglycemia with a reported glucose of 353 mg/dl and later self-reported values possibly near 500 mg/dl; the user performed a factory reset and supply change with customer support, and agent follow-up confirmed subsequent glucose regulation. Symptoms included no reported clinical symptoms other than increased urination, and no medical attention was sought. Outcomes included transient hyperglycemia without hospitalization or long-term sequelae. Investigation included review of blood glucose logs and customer support troubleshooting that guided a supply set change. Investigation of this case revealed that the event was consistent with hyperglycemia associated with disconnection from the system and absence of alerts while the user was away from the device, with resolution after supply change and continued use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.